Event description:
It was reported "patient had a left internal jugular introducer in place that had just been used with the massive transfuser. After blood was finished being administered, this rn took down the tubing and disconnected it from the patient. The line was flushed and pulled back to confirm blood return. Line was then clamped and an orange cap was placed on the end. Shortly after, labwork was ordered to be drawn. This rn went into the room and attempted to access the introducer. When I pulled back on the catheter, I pulled back 10cc of air. It was then I noticed that the entire length of the introducer catheter was full of air. Fellow called to the bedside to assess. Introducer was then pulled using proper central line removal technique." The patient's current condition is unknown at this time.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient had a left internal jugular introducer in place that had just been used with the massive transfuser. After blood was finished being administered, this rn took down the tubing and disconnected it from the patient. The line was flushed and pulled back to confirm blood return. Line was then clamped and an orange cap was placed on the end. Shortly after, labwork was ordered to be drawn. This rn went into the room and attempted to access the introducer. When I pulled back on the catheter, I pulled back 10cc of air. It was then I noticed that the entire length of the introducer catheter was full of air. Fellow called to the bedside to assess. Introducer was then pulled using proper central line removal technique." The patient's current condition is unknown at this time.